Manufacturer narrative:
There is no additional information for this event as yet.the device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use for the day, an e216 scope communication error was received when the device was connected to the scope. The image was rolling. There is no patient involvement. Upon trouble shooting, by removing the scope and the digital light source cable after turning the device and the video system off, then cleaning the cable with canned air and making all the connections again, before powering on, the error was eliminated and the image issue resolved.